Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to product performance issue. A new ra lead with the same model was implanted successfully. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to helix would not deploy. This lead will be returned. Ai is pertinent as it furthers the overall understanding of the event. The MDR decision remains the same

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomalies. Laboratory testing was able to reproduce the reported clinical observations and detailed analysis did reveal abnormalities. Helix difficulty and a failing helix mechanism test due to dried blood/body fluid and tissue clogging the helix tip is a known risk.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to product performance issue. A new ra lead with the same model was implanted successfully. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to helix would not deploy. This lead will be returned. Ai is pertinent as it furthers the overall understanding of the event. The MDR decision remains the same.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to product performance issue. A new ra lead with the same model was implanted successfully. No adverse patient effects were reported.